Event description:
Boston scientific crm received information that this right atrial lead was implanted and became dislodged the same day but after the pocket was closed. The son reported that the patient has been in atrial fibrillation for the last 16 years. Previous information stated the patient has been in atrial fibrillation for the last 6 months. The decision was made to explant the lead and plug the atrial port on the device. To date no adverse patient effects were reported.